Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will intermittently reboot on its own after it was dropped. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4): a review of the black box indicated rebooting occurred on (B)(4) 2012 at 4:10 pm. There was no damage found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o-ring showing. The pump was exercised for 24 hours with the returned battery cap, and no power loss or rebooting was duplicated. The pump cover was removed and a loose component was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).